Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test alarm and was unable to clear it or remove the battery cap. The customer's blood glucose level was 524 mg/dl. Customer states she treated using the insulin pump for the high blood glucose level. Troubleshooting was performed, but customer was unable to remove the battery cap. No further information was provided.